Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced complications. A angiojet® zelantedvt¿ catheter was selected for use in a thrombectomy procedure of the portal vein. The physician advanced the catheter over the wire and started mechanical thrombectomy, subsequently the patient's systolic blood pressure went from 139 to and below 80s. The first run was 25 seconds and the systolic pressure went from 139 to like 84 then the procedure was stopped. The monitor was watched for 15 seconds and the systolic pressure went back up to normal range. The second run was 25 seconds and the issue occurred again; therefore the procedure was stopped again for another 15-20 seconds until it returned to normal. A third run for 15 seconds was performed and the issue occurred again. A forth run was repeated for 15 seconds and the issue occurred again. Renal failure occurred. It was reported that 90%, maybe 85% of the clot, was cleared. One piece of clot remained but the doctor was so concerned about the patient's blood pressure that the procedure was abandoned. The patient' status is fine and the normal values were restored.